Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented remotely. Upon review, the right ventricular (rv) lead exhibited high capture threshold. The patient was brought into the clinic and the rv lead was explanted and replaced. The patient was stable throughout.